Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she tried more than once to do readjustments so she could try higher but the manufacturer¿s representative (rep) never did it. The patient reported that the rep was going to the doctor¿s office in (B)(6)2017, he didn¿t and the nurse let him know before the appointment so he could to readjust and he never came, never heard from him. The patient reported that the inability to turn stimulation high enough to help had not been resolved. The patient reported that she called more than once about turning stimulation up high enough to help. The patient reported that she was transferred to a rep, 30% max legs only and when she spoke to the rep she was told of max 30% in the legs, didn¿t know if she did something in the machine that she needed to turn it higher to try to get less pain in the legs, but she couldn¿t handle the feeling. The rep told the patient not to worry about the numbers and she wasn¿t. The patient reported that maybe the rep could try to readjust it, so she could go higher without feeling at the time she couldn¿t handle. The patient reported that the rep never came to appointments. The patient reported that the battery was almost dead and to charge she had to sit up and not move and that caused more pain. The patient reported that she didn¿t know if the battery was dead or not. The patient reported that it would have been nice to see if an adjustment would have given any help over max 30%. The adjustment was never tried and she never heard from the rep. The patient reported that she didn¿t know if that adjustment would have helped or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she tried more than once to do readjustments so she could try higher but the manufacturer¿s representative (rep) never did it. The patient reported that the rep was going to the doctor¿s office in (B)(4) 2017, he didn¿t and the nurse let him know before the appointment so he could to readjust and he never came, never heard from him. The patient reported that the inability to turn stimulation high enough to help had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device had not been programmed yet. The patient stated the day after surgery the manufacturer representative tried to do programming but she was in so much pain and her back was swollen the representative decided he couldn¿t do it. The patient had an appointment with the representative for programming. The indication for use was non-malignant pain. It was reported that the stimulator was only going to help the leg somewhat, not the rest of the body. The patient further stated that they had "multi from top to the toes out." The patient noted that the stimulator was going to help their legs and not their back, neck, arms, nor feet. The patient stated when their stimulator was implanted, the manufacturer's representative (rep) could not program them the next morning and told the nurse that "you cannot send them home like this." The patient stated that they refused to be taken to rehab because they are the only one at home and take care of everything no matter. The patient explained that the rep could not program them for at least 10 days. The patient stated that it was uncomfortable and they could not increase stimulation to what they wanted. The patient stated it will only do a maximum of 50% and they want it down to 30%. The patient wanted to send a letter to the manufacturer. No further complications were reported or anticipated.